Event description:
(B)(6) office reported that some of the instruments of set 2.7 lcp va forefoot/mid-foot set (01.211.220) are beginning to rust. The compression forceps are rusting at the locking/release mechanism. The pins are loose and come out. Forceps have been pulled from set. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 12/15/2011.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that there is rust on the ratcheting mechanism. The cutter corresponds to the drawing and processes at the time of manufacture. The forceps have been cleaned in the closed position which is not recommended, because of general cleaning issues.